Event description:
It was reported that a 68-year-old caucasian female patient underwent a primary breast augmentation with an unspecified saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2026, and replaced with a mentor breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. D4: UDI: as the device information was not provided, the UDI is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 11, 2026, mentor received additional information reporting that the breast prosthesis was implanted 40 years ago. The device date of implantation was updated to (B)(6) 1986 as best estimate. The exact date is unknown. On march 12, 2026, the mentor analysis lab received two devices for evaluation, both of which had the same lot number and no identifying side designations. According to the information received, the patient experienced a deflation right breast implant. No product quality issues were reported for the left-sided device. On march 19, 2026, mentor completed evaluations on the returned devices as it was impossible to determine which device corresponded to the right-sided breast implant. The analysis for one device is being included in this report. See associated report for the other device evaluation. Device evaluation summary: visual analysis of the returned device revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.1 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).